Manufacturer narrative:
The electrode belt sn (B)(4) and monitor sn (B)(4) have not been returned. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor: 01/03/2011, electrode belt: 09/22/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was unconscious at the time of passing. Review of the download data, indicates the patient received two inappropriate shocks in response to CPR artifact. It was reported that emts and firemen performed CPR but were unsuccessful in resuscitating her. The patient's rhythm was obscured by CPR artifact at the time of both treatment shocks at 13:01:56 and 13:02:51. The patient's post shock rhythm for the first treatment was CPR artifact, and the second treatment was asystole with CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2019.